Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a prostatectomy robotic laparoscopic procedure, while mobilizing bladder or incising endopelvic fascia, the monopolar curved shears (mcs) is ineffective in cold-cutting the tissues. The mcs was replaced with a new mcs. No injury to the patient.

Manufacturer narrative:
H2) correction: d1 h3) device evaluation: medtronic led an evaluation of the associated device logs and provided images for the reported monopolar curved shears. The monopolar curved shears sample was not made available for this incident. Evaluation of the logs indicated that the monopolar curved shears had a use time of one hundred and forty-nine minutes with a use count of one. No errors were noted in the logs. Two images were received for evaluation. One image depicted an operating room team interactive (orti) display showing a view inside of a patient cavity with a monopolar curved shears connected to arm cart assembly 4. One image depicted the distal end of a monopolar curved shears showing the reference identification and serial number that matched what was reported. Evaluation of the monopolar curved shears noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while mobilizing bladder or incising endopelvic fascia during a robotic laparoscopic prostatectomy procedure, the monopolar curved shears was ineffective in cold-cutting the tissues. The monopolar curved shears was replaced with a new one. There was no injury to the patient.